Event description:
During a combined pulsed-field pvi and radiofrequency cti ablation procedure, a blood leak was noted from the sheath following the transseptal puncture. The sheath was replaced, and the procedure was successfully completed with no adverse patient consequences.